Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited t-wave oversensing (twos). No intervention took place because the twos only occurred after a ventricular paced beat. The lead remains in use. No patient complications have been reported as a result of this event.